Manufacturer narrative:
The lead was not returned by the customer; therefore, no product analysis could be performed. However, the product investigation determined difficulty with extension or retraction is a known possible outcome for extendable-retractable leads, and may result from multiple contributing factors. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). The cause of the loc remains unknown. There was no asystole reported. The patient underwent a surgical procedure wherein the lead exhibited helix retraction issues and was abandoned as result. A new rv lead was implanted during the procedure. No additional adverse patient effects were reported.